Event description:
During am testing, device alarmed "attach defib cable" with defib cable attached.

Manufacturer narrative:
In an evaluation of the device by the local physio-control service representative, a complete functional test was performed and proper operation was observed. The unit returned to the customer for use.